Event description:
Country of origin: (B)(6). The surgeon placed a cranio fix clamp as temporary joint, the clamp came off during cutting of the pin. The surgeon exchanged to other clamp which has same lot number and finished the surgery. Surgical delay greater than 15 minutes.

Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2015. Manufacturing site evaluation: clamp arrived in decontaminated state. It was noted that one pin (near lower disc under last locking position) was cut too short resulting in fixation of clamp being impossible. Generally, if the diameter of the hole is correct, it is not possible to get the discs so close together, or the bone was too thin to use this system. The other disc received exhibits a pin that is long enough for safe fixation, but the cut was skewed. Conclusion: clamp 1 was cut lower than the last lock position, so the fixation of the upper disk was impossible. Clamp 2 was cut skew and the fixation groove was damaged. These damages are all related to the cutting of the pins, which is a user related error. Manufacturing documents were reviewed and found to be according to specification at the time of production.